Manufacturer narrative:
As reported, the sealant sleeve of a 6f¿12f mynx control venous vascular closure device (vcd) peeled back and exposed and expanded the sealant during insertion into a non-cordis sheath. The device was removed and not used, and a new device was opened and used successfully. There was no reported patient injury. The device had been opened and prepped according to the instructions for use (IFU). Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation. A product history record (phr) review of lot f2528203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ could not be observed as the device was not returned for analysis and images of the device were not provided. The exact cause of the issues experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported events. However, as the issue reportedly occurred during insertion into the sheath, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the procedural sheath (which also was not returned for analysis) are possible. It should be noted that the mynx control venous device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. The slits are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the IFU displaying the sealant sleeve slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states in step 1: position balloon, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ neither the phr review, nor the available information suggests that the issue experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeve of a 6f¿12f mynx control venous vascular closure device (vcd) peeled back and exposed and expanded the sealant during insertion into a non-cordis sheath. The device was removed and not used, and a new device was opened and used successfully. There was no reported patient injury. The device had been opened and prepped according to the instructions for use. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.